Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 0.55 mg/day dose via intrathecal drug delivery pump for unknown indication for use. It was reported that pump pocket and spinal segment seroma occurred. Patient had withdrawals. The rep did not know any environmental/external/patient factors that may have led or contributed to the issue. The rep checked pump and it was functioning properly. The hcp who did replacement was going to evaluate and got back to the reps. Surgical intervention did not occur and it was unknown if it was planned. At the time of this report, the issue had not resolved and patient status was alive-no injury. No further complications were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the rep was called for an operating room case. The patient complained of a spinal headache and a fluid pocket was noted around the pump. The surgeon opened the pocket on the patient's abdomen and the fluid collection was released. The catheter access port (cap) was cleared of 1+ ml of fluid and dye was injected into the cap. Dye was noted at the catheter tip and no apparent leaks were noted. The physician did not opt to replace the pump segment. The pump was updated per physician. No further complications were anticipated/reported.